Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the er320 clip dropped (did not fall into the pt). Another instrument was used to complete the case. There was no consequence to the pt.